Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) showed high left ventricular (lv) lead impedance, high right ventricular (rv) lead impedance, and high rv defibrillation impedance. It was found that a setscrew on the crt-d was lose and could not be tightened. The crt-d was explanted and replaced, however the high rv defibrillation impedance remained. It was suspected the rv lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.